Event description:
It was reported that an ilet device became nonfunctional when the sleep/wake button was unresponsive and the device did not power on with or without external power, and replacement was arranged after troubleshooting and education were completed. Symptoms included no alerts or alarms and no reported clinical effects. Outcomes included device replacement and instruction to maintain backup therapy, with counseling that the replacement would not be water resistant and that therapy data would not transfer. Investigation included remote troubleshooting and verification of shipping details for replacement and return. Investigation of this device was confirmed and revealed a hardware failure of the wake/lock control with inability to power the device, consistent with a device malfunction affecting the user interface and overall device function. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the device¿s physical control component leading to loss of function.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.